Manufacturer narrative:
The insulin pump had no button error alarm noted during testing. The insulin pump had no button response due to corroded keypad traces. The insulin pump was unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test due to no button response. The insulin pump had a scratched display window, cracked case at display window corner, cracked reservoir tube lip, cracked battery tube threads and missing endcap sticker.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a button error alarm. The customer's blood glucose was 400 mg/dl at the time of incident. The customer stated that they have not yet treated the high blood glucose at the time of call. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.